Manufacturer narrative:
Correction to the initial MDR in block h6.

Event description:
During a pulsed field ablation for atrial fibrillation/radiofrequency ablation for atrial flutter a farawave 2.0 and faradrive steerable sheath was selected for use. Vascular access was obtained at 12:00 via the right groin, and a boston scientific ep coronary sinus catheter along with a non-boston scientific ultrasound catheter were introduced. A transseptal puncture was successfully performed at 12:13 using the versacross large access system, which was then exchanged for the faradrive sheath. At 12:20, a non-boston scientific mapping catheter was advanced through the faradrive sheath, and electroanatomical mapping was conducted until 12:26. The non-boston scientific mapping catheter was then removed, and the farawave pulsed field ablation (pfa) catheter was introduced. Ablation began at 12:27, beginning with the left superior pulmonary vein (lspv) using the flower configuration. This included four flower applications, followed by two anchor and four basket applications. The same sequence was applied to the left inferior pulmonary vein (lipv). Then the posterior wall was ablated with a total of 12 pfa applications. The procedure then progressed to the right superior pulmonary vein (rspv), where ablation was initiated in the flower configuration. After the second application in flower configuration, the physician was rotating the flower and observed the patient was in ventricular tachycardia (vt), which escalated into ventricular fibrillation (vf). An external defibrillation shock was delivered at 200 joules; however, this was an error, as the intended dose was 360 joules. A second shock at 360 joules was administered without success, and the initiation of cardiopulmonary resuscitation (CPR) started. Multiple rounds of epinephrine were administered. After approximately 20 minutes the anesthesia noted the presence of blood in the airway tube. It was determined that the patient lung was internally bleeding likely due to a puncture from the chest compressions. Throughout the ablation procedure, the patient experienced three episodes of supraventricular tachycardia (svt), which the physician suspected to be atrioventricular nodal reentrant tachycardia (avnrt). The first episode self-terminated, while the last two resolved during pfa application. The patient expired on (b))6) 2025. The official cause of death has not yet been determined and is pending the results of a medical examiners autopsy. The device is not expected to be returned, as it is currently being retained by the facility. Additional information revealed that an autopsy was not conducted. Intracardiac echocardiography (ice) was performed using an accunav 8fr catheter. Wall motion assessment was not available. No st segment elevation or depression was observed prior to the patient experiencing ventricular fibrillation (vf) arrest. A brief episode of supraventricular tachycardia (svt) was noted prior to the ablation procedure. The patient had a documented history of undergoing cardiac catheterization.

Manufacturer narrative:
Correction to the initial MDR in block(s) d1, h6.

Event description:
During a pulsed field ablation for atrial fibrillation/radiofrequency ablation for atrial flutter a farawave 2.0 and faradrive steerable sheath was selected for use. Vascular access was obtained at 12:00 via the right groin, and a boston scientific ep coronary sinus catheter along with a non-boston scientific ultrasound catheter were introduced. A transseptal puncture was successfully performed at 12:13 using the versacross large access system, which was then exchanged for the faradrive sheath. At 12:20, a non-boston scientific mapping catheter was advanced through the faradrive sheath, and electroanatomic mapping was conducted until 12:26. The non-boston scientific mapping catheter was then removed, and the farawave pulsed field ablation (pfa) catheter was introduced. Ablation began at 12:27, beginning with the left superior pulmonary vein (lspv) using the flower configuration. This included four flower applications, followed by two anchor and four basket applications. The same sequence was applied to the left inferior pulmonary vein (lipv). Then the posterior wall was ablated with a total of 12 pfa applications. The procedure then progressed to the right superior pulmonary vein (rspv), where ablation was initiated in the flower configuration. After the second application in flower configuration, the physician was rotating the flower and observed the patient was in ventricular tachycardia (vt), which escalated into ventricular fibrillation (vf). An external defibrillation shock was delivered at 200 joules; however, this was an error, as the intended dose was 360 joules. A second shock at 360 joules was administered without success, and the initiation of cardiopulmonary resuscitation (CPR) started. Multiple rounds of epinephrine were administered. After approximately 20 minutes the anesthesia noted the presence of blood in the airway tube. It was determined that the patient lung was internally bleeding likely due to a puncture from the chest compressions. Throughout the ablation procedure, the patient experienced three episodes of supraventricular tachycardia (svt), which the physician suspected to be atrioventricular nodal reentrant tachycardia (avnrt). The first episode self-terminated, while the last two resolved during pfa application. The patient expired on (B)(6) 2025. The official cause of death has not yet been determined and is pending the results of a medical examiner autopsy. The device is not expected to be returned, as it is currently being retained by the facility. Additional information revealed that an autopsy was not conducted. Intracardiac echocardiography (ice) was performed using an accunav 8fr catheter. Wall motion assessment was not available. No st segment elevation or depression was observed prior to the patient experiencing ventricular fibrillation (vf) arrest. A brief episode of supraventricular tachycardia (svt) was noted prior to the ablation procedure. The patient had a documented history of undergoing cardiac catheterization.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a pulsed field ablation for atrial fibrillation/radiofrequency ablation for atrial flutter a farawave catheter and faradrive sheath were selected for use. Vascular access was obtained at 12:00 via the right groin, and a boston scientific ep coronary sinus catheter along with a non-boston scientific ultrasound catheter were introduced. A transseptal puncture was successfully performed at 12:13 using the versacross large access system, which was then exchanged for the faradrive sheath. At 12:20, a non-boston scientific mapping catheter was advanced through the faradrive sheath, and electroanatomic mapping was conducted until 12:26. The non-boston scientific mapping catheter was then removed, and the farawave pulsed field ablation (pfa) catheter was introduced. Ablation began at 12:27, beginning with the left superior pulmonary vein (lspv) using the flower configuration. This included four flower applications, followed by two anchor and four basket applications. The same sequence was applied to the left inferior pulmonary vein (lipv). Then the posterior wall was ablated with a total of 12 pfa applications. The procedure then progressed to the right superior pulmonary vein (rspv), where ablation was initiated in the flower configuration. After the second application in flower configuration, the physician was rotating the flower and observed the patient was in ventricular tachycardia (vt), which escalated into ventricular fibrillation (vf). An external defibrillation shock was delivered at 200 joules; however, this was an error, as the intended dose was 360 joules. A second shock at 360 joules was administered without success, and the initiation of cardiopulmonary resuscitation (CPR) started. Multiple rounds of epinephrine were administered. After approximately 20 minutes the anesthesia noted the presence of blood in the airway tube. It was determined that the patient lung was internally bleeding likely due to a puncture from the chest compressions. Throughout the ablation procedure, the patient experienced three episodes of supraventricular tachycardia (svt), which the physician suspected to be atrioventricular nodal reentrant tachycardia (avnrt). The first episode self-terminated, while the last two resolved during pfa application. The patient expired on (B)(6) 2025. The official cause of death has not yet been determined and is pending the results of a medical examiner's autopsy. The device is not expected to be returned, as it is currently being retained by the facility.